Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the history. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(4) 2013, the pt reported that twice within the past two weeks he had noticed air bubbles forming at the bottom of the insulin cartridge that was in the cartridge compartment of the infusion device. The pt removed the cartridge and noticed insulin had leaked into the cartridge compartment. The pt poured the insulin out of the compartment and used a swab to clean the inside of the compartment until it was dry. The pt also experienced cartridges leaking during the filling process. He experienced erratic blood glucose levels since the leaks occurred. His blood glucose level has ranged from 52 - 300 mg/dl. He attempted to use the infusion device to lower the elevated blood glucose levels. His target range is 100 - 130 mg/dl. The pt felt very thirsty when his blood glucose level was elevated and lethargic and unable to concentrate when it was low. He ate fast acting carbohydrates to correct the low blood glucose levels. The pt believes that the leaked insulin caused the infusion device to malfunction. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the insulin cartridges and infusion sets. The infusion device was replaced and was requested to be returned for product eval.